Event description:
Info received indicates the bed will not stay in the trendelenburg position.

Manufacturer narrative:
The tech isolated the issue to worn trend gas springs which allowed the bed to drift out of the trend position. The tech replaced the trend gas springs to repair the bed.